Event description:
It was reported that stent dislodgment occurred. The patient presented with coronary artery disease and underwent a percutaneous coronary intervention. A 2.25 x 8mm synergy? Xd drug-eluting stent was advanced but failed to cross the lesion. Upon attempted removal, the stent became dislodged from the delivery system and was no longer positioned on the balloon. The dislodged stent was successfully retrieved along with the delivery system. The procedure was completed using a new stent. No patient complications were reported.